Manufacturer narrative:
No related complaint received with return of device. Failure observed during analysis. External insulation abrasion was noted at 17.5-17.8cm from the connector pin, consistent with lead friction to the device can. The silicon insulation was intact at this location. (B)(4). (B)(6).

Event description:
This report is to advise of an event observed during analysis.